Event description:
A customer in the (B)(6) notified biomérieux of an issue associated with the bact/alert® fn plus culture bottle. The customer reported the bact/alert® fn plus culture bottle screened positive and when the safety sub-culture unit was inserted, the rubber septum detached and fell into the bottle. The release of pressure caused the fluid in the bottle to froth and spray outwards around the employee processing the sample and on the surrounding bench. The contents of the bottle did not make contact with the employee's eyes and the employee was reported as wearing appropriate personal protection equipment. The organism isolated from the culture was an anaerobic coccus and deemed not high risk. The bact/alert® fn plus culture bottle was entered into virtuo¿ on (B)(6) 2016, the time to detection was 39.2 hours and the time under test was 43.2 hours. The customer indicated the employee stated the septum was not distended and nothing appeared abnormal. The sub-culture device utilized was reported as being the safety subculture unit made by itl biomedical. An internal biomérieux investigation will be imitated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the investigation examined the bact/alert manufacturing directions, including the quality control release testing documentation, and all results were within specification. Quality assurance subsequently released the lot for distribution to the field on (B)(6) 2016. The likely root cause is improper handling during the subculture procedure which resulted in the bottle stopper falling into the bottle however this could not be confirmed based on the available information.